Manufacturer narrative:
Beckman coulter quality assurance reviewed the details of the event. To avoid the accumulation of the sample tube holders on the conveyor line, the lab technician pressed the pause button of the stockyard and went to the back of the stockyard, bent down below the sample holders transport line and inserted his fingers into the stockyard entrance slot to reposition the test tube correctly. While performing this action, the system was restarted and the metal clamp (gripper) crushed the third finger of the right hand of the lab technician. He retracted his hand back as he felt it was being squeezed, resulting in the finger crushing trauma. The restart of the process can only take place manually following reactivation of the button that activates the pause. This button is located on the front of the refrigerator column which, due to its size, it is not possible to see if there are operators on the back who are working near the access slots to the internal compartments of the refrigerator. It was confirmed that the system was manually restarted by another lab associate who was also working on the instrument. Another lab associate had not seen the lab technician (who was injured) was working inside the instrument. The cause of the injury is attributed to user error. Per power processor stockyard module information for use (IFU), pn-a97244af, error recovery procedure, chapter 3, page 3-1 states that, ¿even when a large capacity stockyard is in pause mode, the air system is still active and applying a constant air pressure to the shuttle cups and the gripper arm assembly. This can cause unexpected movement of the shuttle cups and the gripper arm assembly when resolving a jammed object error creating a possible moving part or mechanical pinch hazard. Use caution when resolving jammed object errors at a large capacity stockyard.¿ age/date of birth, weight, ethnicity: information not provided by customer. Initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer (lab technician) reported injury on the middle finger of their right hand while trying to remove a stuck sample tube from the first level of 3k stockyard of the power processor system. The lab technician received a scratch on their finger while trying to remove the finger from the gripper clamp. The lab technician was wearing gloves (certified dpi category ii for chemical and biological risk) at the time of the injury. The lab technician was treated at the emergency room with medication and bandage. The lab technician was placed on medical leave for (5) days. No further details were provided.